Manufacturer narrative:
Results: the vacuum pressure on the pump gauge and the calibrated gauge were within specification. The pump was opened by the penumbra investigator and there was no loose components inside. The pump max was plugged in and power on and functioned without an issue. Conclusions: evaluation of the returned pump max revealed that the device functioned without an issue. During the functional test, the pump max was plugged in and power on and functioned without an issue. The vacuum pressure on the pump gauge and the calibrated gauge were within specification. The pump was opened by the penumbra investigator and there was no loose components inside. The root cause of the reported vacuum and noise issue could not be determined. Penumbra pumps are visually inspected and 100% functionally tested during incoming by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician observed that the pump max aspiration levels were inconsistent. It was also reported that the pump max was making unusual noises. Therefore, the procedure was completed using another pump max. There was no adverse effect to the patient.